Event description:
Information was received from the consumer regarding a patient receiving intrathecal dilaudid 10.0 mg/ml at 5.707 mg/day. The indication for use was spinal pain. The patient had been in pain, and this had started in 2015. It was later noted that this happened "last year" (as of 2016-05-04). It was later noted that this event date could have been (B)(6) 2014, (B)(6) 2015. The patient went through "real bad withdrawal" and was "sweating real bad." They went to the emergency room (ER) at 3am because the pump was critically alarming. The critical alarm went off because the hcp did not get the patient back into the office in time to refill the pump. The issue was resolved by getting the patient in for a refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.